Event description:
It was reported the diamondback 360 coronary orbital atherectomy device (oad) was used for four low speed treatments and 10 high speed treatments on a heavily calcified, heavily tortuous left circumflex artery (lcx). During removal, the fractured component remained in the mid left anterior descending artery. The fractured component was the oad nose cone distal to the oad crown. A stent was placed to entrap the fractured component. There were no patient complications. The patient was in stable condition. There were no future plans to remove the fractured component. The physician did not have any concerns about potential long-term risk outcomes. In the physician's opinion, the oad driveshaft fracture was likely due to high speed treatments on heavy calcium.

Manufacturer narrative:
A visual inspection, functional testing and detailed analysis were performed on the returned device. The reported material separation was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported material separation appears to be related to circumstances of the procedure. The oad was returned fractured at the distal edge of the crown. Sem analysis of the fractured driveshaft filars identified evidence of fatigue failure. Fatigue failure indicates that the fracture occurred while the driveshaft was spinning in an elevated stress environment. The actual cause is unknown. Engineering review of the device data log showed 6 minutes of spin time exceeding the device life. It is unknown if this caused or contributed to the reported complaint. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: h2, h3, h6 (codes 4118, 3233, and 11 no longer apply).

Event description:
It was reported the diamondback 360 coronary orbital atherectomy device (oad) was used for four low speed treatments and 10 high speed treatments on a heavily calcified, heavily tortuous left circumflex artery (lcx). During removal, the fractured component remained in the mid left anterior descending artery. The fractured component was the oad nose cone distal to the oad crown. A stent was placed to entrap the fractured component. There were no patient complications. The patient was in stable condition. There were no future plans to remove the fractured component. The physician did not have any concerns about potential long-term risk outcomes. In the physician's opinion, the oad driveshaft fracture was likely due to high speed treatments on heavy calcium.